Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During an pacing and mapping procedure for premature ventricular contractions a intellanav mifi open-irrigation catheter and a woven diagnostic catheter were selected for use. It was reported that epicardial effusion and cardiac tamponade were observed via intracardiac echocardiography. Tamponade was further confirmed by ultrasound imaging. It was unclear which device caused the observed event. The physician commented that an intellamap orion catheter also used in the procedure did not contribute to the effusion or tamponade. No resistance were felt while maneuvering the catheters. Pericardiocentesis was performed and the patient has recovered and been discharged from the hospital.